Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein gen.2 on a cobas pure c 303 analytical unit. The sample initially resulted in a total protein value of 40.2 g/l and it repeated as 66.5 g/l.

Manufacturer narrative:
The field service engineer performed a decontamination of the instrument and adjusted rinse volumes. After the adjustment, quality controls were acceptable. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.